Event description:
It was reported that the patient presented for a post-operative follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold with loss of capture. A chest x-ray confirmed ra lead dislodgement. During the lead repositioning procedure, the ra lead could not be secured. The ra lead was explanted, and an alternate lead was implanted on (B)(6) 2026. The patient remained in stable condition.